Event description:
At the end of patient treatment, during blood return, blood was leaking out of top of dialyzer on dialysis machine. Machine saying "low flow error". Unable to clean blood out of hanson's blue and red lines after several attempts. Machine removed from service. Call placed to fresenius to come and service machine. Fresenius filled out a complaint against dialyzer optiflux f160.